Manufacturer narrative:
Results: evaluation of the returned alarm confirmed the reported issue; the nurse call receptacle is broken inside the alarm causing a rattling sound. Unit has power and when nurse call function was tested the led light did not turn on when weight was removed from the sensor due to a defective nurse call receptacle. There are scuff marks on the alarm case. (B)(4).

Event description:
The customer reported there is a rattling noise heard from the nurse call outlet but that there is no physical damage to the outside of the alarm. The customer could not provide a date when the issue was discovered. No patient incident or injury was reported.